Event description:
It was reported by the patient that their pulse rate was 43 beats per minute while using their blood pressure (bp) monitor when their implantable pulse generator (ipg) lower rate was set at 60. It was explained that it may be possible that the magnetic field from their bp monitor had a temporary effect on the pacemaker causing pacemaker reversion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).